Manufacturer narrative:
Evaluation summary: the exact origin of the pain is unknown. Neither x-rays nor surgical notes have been provided to determine if the devices were implanted with the appropriate fit and orientation per the surgical technique. In general, patient factors that may affect the performance of the components include: age, bone quality, height/ weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a root cause cannot be determined. Evaluation codes: review of the device history records was not possible as the product and/ or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain and loosening.